Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18558. It was reported that patient presented to follow up in clinic. Upon interrogation, it was found that implantable cardioverter defibrillator and atrial lead exhibited undersensing. The device was reprogrammed and the lead was deactivated. The physician would monitor the patient. The patient was stable.